Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock disconnected from the infusion set. Customer's blood glucose level was not impacted. The customer connected a new infusion set and resumed insulin delivery.